Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep did an impedance check and the readings were as follows: left side c0 7146 ohms, c1 7279, c2 7435, c3 8174, 01 3573, 02 5498, 03 7212, 12 3573, 13 5917, 23 3610 ohms 2+ 3- right side 10+ 11- c8 2812 ohms 8 & 11 4270 everything else normal range. The rep said the patient didn't report any change in symptoms. They didn't have a history of past impedances. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that per the patient's doctor that no further evaluation/revision at this time was needed as the problem was not affecting the current programming. There were no further complications reported.